Manufacturer narrative:
Date of incident unk at this time. Product identifier and MFR date unk at this time. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reports the pt was pre-eclamptic and was given magnesium. After the drug is administered, the blood pressure is monitored every 15 minutes and action will be taken after one or two high reading. The blood pressure readings using the reported device were reported to be not consistent and were high. The customer reports that because of the high readings, they induced labor at 36 weeks. No other details available at this time.